Event description:
The report received from the affiliate indicated that an interventional procedure using the radial approach was being done. The target lesion was reported to be either the posterior descending branch (rpda) of the right coronary artery (rca) or the atrio ventricular branch (av) of the rca. The lesion was reported to be : a restenotic lesion due to a previous balloon angioplasty (poba), moderately calcified, moderately tortuous, and a 90% stenosis. The pt was also reported to have a previously implanted cypher stent in the distal rca, the details of which are not known. The lesion was crossed with a terumo runthrough ns guidewire. As the cypher 2.5 x 18 mm stent was being delivered to the target lesion, it became stuck on the previously implanted cypher stent at the level of the distal rca and could not be advanced. The physician then attempted to retrieve the stent delivery system (sds) into the guiding catheter, but it became stuck on the distal end of the previously implanted stent. Force was used to retrieve the sds back into the guiding catheter and the sds was removed from the pt with the guiding catheter. The physician noted that the stent was missing from the sds on inspection. Coronary angiography was done and the dislodged stent was located in the brachial artery. The stent was successfully retrieved using a snare device. The percutaneous coronary intervention to treat the target lesion is postponed for the near future. There was no reported pt injury.

Manufacturer narrative:
Please note that device is distributed outside the united states, however, it is similar to the united states product. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.